Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced, the software was reloaded, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power conversion enclosure passed bench testing. When installed in a known good system, the system would not fully boot. The enclosure was not supplying 12 volts from connector j15 to power on the image acquisition system (ias) computer. The power conversion enclosure was faulty. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a system checkout, the system would not pass the motion calibration. It was reported that the gantry had short periods of erratic movement which involved manually opening the gantry to get the system to rehome. During the rehome state, there was a 3-5 minute stall during each motion calibration. There was no patient present when this issue was identified.